Event description:
It was noted that the patient experienced an increase in seizures. The physician increased the patient's settings for peace of mind. Diagnostics were noted to be within normal limits. No additional relevant information has been received to date.